Event description:
While wiping down packaged sterile 50ml syringes for compounding in the clean room, it was noted that several syringes had a black residue within the sterile packaging. After opening one of the packages, it was determined to be an oily substance which was on the barrel of the syringe along with staining the paper packaging. The affected packages were pulled from the shelf and quarantined then given to management to follow up. Emailed bd to notify of event and coordinate return for investigation. Manufacturer response for 50ml syringe, (brand not provided) (per site reporter).